Event description:
The lesion was located in the proximal lad, which had moderate calcification, but there was no tortuosity. The stenosis was 99%. The lesion was cut 39 times with the inflation pressure at 50 psi. The nosecone was cleaned three times during the cutting. After several cuts with the flexi-cut, the guide wire, and the flexi-wire were stuck. After several attempts the flexi-cut was removed. An angiogram was performed to find the guide wire was separated. An attempt was made to retrieve the separated tip but was unsuccessful.